Event description:
An MRI tech called for MRI compatibility and additionally reported an adverse event. On (B)(4) 1996, a patient had two unspecified "j &j stents" placed in unspecified vessels for unspecified indications. On (B)(6) 1997 patient had an unspecified event which lead to placement of one additional unspecified "j & j stent" in an unspecified vessel for unspecified indication. No additional information was known by reporter.

Manufacturer narrative:
This is the initial and final combination report for this complaint. The gender of this patient is unknown. Please note that the event date ((B)(6) 1997) was provided incorrectly in order to meet electronic medwatch acceptance requirements. It is only know that the event occurred in (B)(6) 1997; the day is unknown. The implant date ((B)(6) 1996) was provided incorrectly in order to meet electronic medwatch acceptance requirements. It is only know that the device was implanted in (B)(6) 1996; the exact day is unknown. This is one of two regulatory reports associated with this patient/event and are associated manufacturer report numbers: 9616099-2015-00042 & 9616099-2015-00043. Complaint conclusion: an MRI tech called for MRI compatibility and additionally reported an adverse event. On (B)(6) 1996, a patient had two unspecified "j &j stents" placed in unspecified vessels for unspecified indications. On (B)(6) 1997, patient had an unspecified event which lead to placement of one additional unspecified "j & j stent" in an unspecified vessel for unspecified indication. No additional information was known by reporter. The product was not returned for analysis as it remains implanted. A review of the manufacturing records could not be conducted without a lot number. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. Restenosis is a known potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis and thrombosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Based on the limited information available for review, it is not possible to draw a conclusion about a clinical relationship between the devices and the event. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. There is no evidence to suggest that the event was design or manufacturing related; therefore, no corrective action will be taken.